Event description:
It was reported that an agent followed up after a prior high glucose, and the patient subsequently experienced a low glucose of 59 mg/dl without symptoms and self-treated with oral carbohydrates, returning to 142 mg/dl. Symptoms included asymptomatic hypoglycemia. Outcomes included resolution of the low and no need for further follow-up or escalation. Investigation included troubleshooting and education with the patient. Investigation of this case revealed no device malfunction reported and no device component issue identified, with the cause of the hypoglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.